Event description:
As reported by an eye care professional (ecp), a patient experienced red eye, burning at winking of the eyelid and during lens removal, and irritation of the cornea on (B)(6) 2014. Additional information received from the ecp on (B)(6) 2014 indicated that the patient experienced intense burning during removal of the lenses and that the patient was diagnosed with an ulceration of the cornea by an ophthalmologist. Upon receipt of additional information on (B)(6) 2014, it was noted that the patient has been wearing the same contact lens type for several years and the event was associated with the left eye. The patient experienced irritation, severe redness and moderate pain upon lens removal and when the eye was exposed to open air. The patient temporarily discontinued contact lens wear and is expected to resume wear within 10 days. Additional information received on (B)(6) 2015 indicated that the event occurred on an unspecified date in (B)(6) 2014. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Method: manufacturing investigation and sample analysis in progress. The lot number is known and the sample was not yet made available for analysis. The device history record, sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).